Event description:
User experienced sample probe alarms and received two pt samples with negative results for multiple assays. Sample type is serum centrifuged at 3000 rpm for 5 minutes prior to testing. Samples were repeated same day, on another cobas 6000 c501 analyzer at customer site. Sample 1 , initial co2 gave 1; repeat gave 30 mmol per l. Initial glucose gave 0; repeat gave 94 mg per dl. Initial phosphorus gave 0; repeat gave 4.2 mg per dl. Sample 2, initial glucose gave 1; repeat gave 108 mg per dl. User verified the results were not reported, and there were no actions taken based on the results. Pts were not adversely affected. The field service representative found the sample probe was improperly installed and installed probe and tubing correctly. To verify analyzer performance, probe and mechanism checks were performed and customer ran calibration and controls which were successful. User stated, there have been no further occurrences of zero or negative pt results from this instrument.